Event description:
A pt reported that she received her first skin test in 1992 (exact date not recalled) by a physician whose name she could not recall. The pt continued to have a palpable lump at the collagen skin test site on 23 july 1997. There have never been any other symptoms present. The injecting physician moved away soon after the inplantation and never viewed the site; consequently no medical or surgical intervention was ever planned or prescribed. The pt alleged she was recently skin tested with negative results by another physician and subsequently received a treatment in the vermillion without any problems. She never showed the past skin test site to the current physician. Contact with that physician showed that the pt had not been seen in that office.